Event description:
Healthcare professional reported a left side "oozing, silicone leaking, without signs of macroscopic rupture. Double capsule." The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: no observed rupture on the device. Double capsule: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2372191 and catalog n-tsf365 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture (oozing, silicone leaking, without signs of macroscopic rupture).

Event description:
Healthcare professional reported, a left side "oozing, silicone leaking, without signs of macroscopic rupture. Double capsule". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no openings observed, in the device. Double capsule: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the surface of the shell. Yellow particles in the surface of the shell. Wear abrasion observed, in the device.